Event description:
The customer reported having issues with the insulin pump, and her reservoir's o rings would buckle up and or would come out completely while filling it. The caller stated that several times the insulin pump did not alarm no delivery when it was occluded. The customer mentioned the lip of the reservoir fell off during the reservoir change. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.